Event description:
It was reported that there was a possible occlusion of a one-link needlefree IV connector. The customer stated that they were unable to draw blood from a patient using a the device connected to an unknown PICC line. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 5 of 5.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.